Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump produced error code 1144 constantly. No patient injury or complications were reported in relation to this event.

Event description:
Additional information was received indicating that the product problem occurred during testing. There was no patient involvement.

Manufacturer narrative:
B5: updated with additional information. H6: patient code updated to reflect code (B)(6). H10 ? Device evaluation: one cadd legacy pump was returned for investigation in used condition. The device was powered up and alarmed ec 1144 which is an issue with the circuit board. The customer reported product problem was therefore confirmed. The product problem was caused attributed to the circuit board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The circuit board was replaced in order to correct the product problem.